Event description:
In this event it is reported that a surgiguide used for implant protruded through buccal plate. The implant was removed and bone graft performed.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Product return will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored. DHR investigation the DHR review shows initial planning with implant length of 8 mm was internally changed to implant length of 11 mm and the position of the implant was moved from incisive foramen. Following order remarks were included: please review the planning carefully. For implant (9) we used the diameter of (3.6) mm to allow sufficient bone around it. Please review the planning carefully. The bone ridge at implant (9) is very narrow. This may cause the implant to stick out of the bone or has less than 1 mm surrounding it. A bone graft is advised. This implant planning and guide design was approved by the customer. Digital file the investigation of the digital files shows that date CT scan is (B)(6) 2024 (order date) the quality of io scan is ok. The matching of the io scan to the CT is ok implant position # 9 uns, implant diameter 4.2 is advised, but the bone ridge is too small; implant diameter 3.6 mm was planned, but there was not enough bone around the implant. During planning and guide design a bone graft was advised. Drill protocol is correct.